Event description:
Heartmate 3 left ventricular assist device (lvad) presents with worsening pseudomonas driveline infection requiring surgical incision and drainage (I&d), vacuum dressing and 4 weeks of IV antibiotics.